Manufacturer narrative:
The patient date of birth is not available at this time. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02051. It was reported that after the trial procedure on (B)(6) 2019, the patient experienced diarrhea and headache. As a result, surgical intervention was undertaken, and the trial leads were explanted on (B)(6) 2019. Also, it was noted the dressing was soaked with clear fluid. And patient reported worsening headache (patient failed to take the antibiotics prescribed). Follow-up revealed that the headache resolved, and no more fluid leak was present after the leads were explanted. Issues were resolved.

Event description:
Related manufacturer reference number 3006705815-2019-02051.

Manufacturer narrative:
The patient's date of birth was added where it was previously omitted by mistake.